Event description:
Wedge resection. Plcr60b reload was fired and staple line was bleeding. On the third firing, staples did not form completely across the entire staple line. Another device was applied to complete the case.

Manufacturer narrative:
Results: during analysis, there were damaged retention posts observed. This appears that the reload was not seated properly at the time of firing. A corrective action has been issued for this issue. See add'l pages.